Event description:
During omega surgery, when the surgeon was inserting the screw into the patient bone and the screw broke. The shaft of screw remained in the patient.

Manufacturer narrative:
The reported event that the screw broke during surgery (s-11) could be confirmed, since the returned device matches the reported failure. Based on investigation, the root cause of the breakage was attributed to a user related issue. The visual inspection revealed that the screw is broken in the threaded part, a bit below the head, and has scratches and dents around its surface. Also, the head of the screw is slightly rusty and deformed, in the edges of the hexagon. The manufacturing documents, the inspection protocol and the raw material certificate of the affected device were reviewed and no deviation from specifications was noted, therefore a manufacturing or material related issue can be excluded. As a result, the breakage is more likely to have been caused due to too much torque being applied on the screw, while being inserted in the bone. X-rays and information about potential plate positioning and bone consistency were not available. Therefore it cannot be excluded that there was hard bone or even a deviation from the op tech. As described in the IFU: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered.¿ moreover, in the op. Tech. Is written that ¿a 4.5mm tap is available, to pre-tap in extremely hard cortical bone¿. It can be assumed that the screw got stuck in hard cortical bone. During the attempted insertion, the screw must have been under high tension and in combination with the rotational moves this led to a torsion fracture. As specified in the IFU ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures¿. A review of the device history for the reported lot# of the screw did not indicate any abnormalities therefore; no corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During omega surgery, when the surgeon was inserting the screw into the patient bone and the screw broke. The shaft of screw remained in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.